Event description:
It was reported: "medial tibial subsidence according to x-ray. Labs show no sign of sepsis. Symptoms - left knee pain, swelling, looseness. Review of x-rays show a migrating left tibial component, going into veins, windshield wiper-ing of stem suggesting looseness. Lucency reported also. Patient says he slipped on the ice early on and twisted his leg. Believes this to be the site of pain and injury, points out distal medical area of knee joint."